Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a total hip arthroplasty procedure on (B)(6) 2016 and suture was used. The surgeon broke half of the tab off as he was pulling up on the suture. The surgeon placed the first stitch in intact tissue, away from the incision; then placed another stitch in the direction of the incision in intact tissue. He then pulled up pretty firmly and the stitch pulled through as the tab broke off. The procedure was completed with a different suture and the patient is fine.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.